Event description:
Information was received from the weekly study reconciliation report that coughing without stimulation was added back in as an adverse event and was noted to be related to the implant/procedure that has resolved.

Event description:
The painful stimulation was specified to be in the neck. No further relevant information has been received to date.

Event description:
Additional information received noting that the dyspnea now has an outcome of recovered/resolved. The neck pain was noted to not be related to the implant/procedure.

Event description:
Additional information was received that paresis is at the origin of the swallowing difficulties for the patient. It was indicated the paresis had a casual relationship to vns surgery and stimulation. System diagnostics were indicated to have been performed during the patient's last visit and diagnostics and settings appeared to be fine.

Event description:
Additional information was received from the clinical study team that the previously reported event of dyspnea believed to be related to stimulation, now has a casual relation to the implant/procedure and is no longer related to vns stimulation. It was stated that the patient was taken to surgery to see the neurosurgeon and ent department.

Event description:
Additional information received noting that the reported vocal cord paresis now has an outcome of recovered/resolved but the mild dysphagia has an outcome of not recovered/not resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing swallowing difficulties, dyspnea, and pain during stimulation. The swallowing difficulties started on the day after implant and were reported as mild and probably related to the implant/procedure. Medication was provided to the patient as a result. The dyspnea started on the same day and was reported as mild and as having a casual relationship to both the implant/procedure and stimulation/device. No intervention was noted other than sending the patient to neurosurgery and an ent for evaluation. The painful stimulation was reported as beginning several months later and being mild with a casual relationship to both the implant/procedure and stimulation/device. The patient's therapy was modified as a result. Follow up with the company representatives revealed that during a logopedic examination, examination with endoscopy revealed that the patient has a slight vagus nerve paresis, which is attributed to the implant surgery. It was stated that the painful stimulation had spread to the larynx and it was questioned if the paresis was responsible for the pain. No additional relevant information has been received to date.